Event description:
The customer informed siemens of an immunologic but not biological variation of human tsh observed in a (B)(6) patient of asian extraction. The advia centaur xp tsh3-ul result was undetectable in the absence of thyroid-related abnormality. The patient sample was tested by customer with three alternative tsh test methods and the results were within the normal tsh range. A fourth alternate tsh test method result was undetectable. There was no known report of patient treatment being altered or adverse health consequences due to the discordant advia centaur xp tsh3-ultra test result.

Manufacturer narrative:
The advia centaur xp tsh3-ul result was undetectable in the absence of thyroid-related abnormality. The customer's investigation established the presence of a mutation in the patient's tsh gene where arginine was replaced by a glycine. An important product safety information bulletin (10814911) was sent to customers in the united sates and an urgent field safety notice (10814910) was sent to customers outside of the united sates, issued may 2013 that explains a rare variant of tsh, identified in a small cluster of patients, is not detected by siemens advia centaur systems tsh3-ultra assay. The customer communications also included a reminder that, for diagnostic purposes, the results obtained from these assays should always be used in combination with the clinical examination, patient medical history, and other findings. The instrument is performing within specification. No further evaluation of the device is required.